Manufacturer narrative:
(B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01744, 0001825034-2017-01745, 0001825034-2017-01746 & 0001825034-2017-01749.

Event description:
It was reported that the patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts to obtain additional information have been made, but none is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.